Event description:
A caller reported an issue with the speaker and vibration function of their insulin pump, noting that the volume and vibration were too quiet. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller to adjust sound settings and confirmed that the pump had outdated software. A replacement pump with updated software was arranged, and the caller was advised on how to transfer settings and return the faulty pump.